Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: capsular contracture-breast: unable to observe, since it is not related to the device. Rupture-breast: not observed. As per the investigation procedure: creases and particles was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported, right side rupture/leak. Healthcare professional, later reported, rupture/leak. Healthcare professional, additionally reported, capsular contracture, baker grade unknown. The device has been explanted.

Event description:
Patient reported right side rupture/leak. Healthcare professional later reported rupture/leak. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported capsular contracture, baker grade IV.

Event description:
Patient reported, right side rupture/leak. Healthcare professional, later reported, rupture/leak. Healthcare professional, additionally reported, capsular contracture, baker grade unknown. The device has been explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.